Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2021. If implanted, give date: not applicable, as there was no patient contact, therefore, the lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Telephone number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a dcb00 model intraocular lens (iol) had override issue and lens damage. There was no patient contact with the product. No further information available.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional/ no similar complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.